Event description:
It was reported that the user experienced an episode of hyperglycemia while using an ilet system with a teflon inset 6 mm and a 23-inch infusion set, with the blood glucose rising without an identified source and later returning to range. The user replaced the cartridge despite remaining insulin, and the cartridge lot number was 33299. Symptoms included elevated blood glucose. Outcomes included no hospitalization, no emergency treatment, and resolution of hyperglycemia. Investigation included user interview, review of run data where available, and troubleshooting and education regarding potential contributors such as nutrition mismatch and cartridge replacement. Investigation of this case revealed no device alerts or alarms and no confirmed device malfunction. It was concluded that the event was consistent with hyperglycemia of unclear cause, with user factors such as meal underestimation or mis-announcement considered possible contributors, and no evidence of device failure. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.